Event description:
It was reported that the procedure was to treat a superficial femoral artery. The 5.5x80mm supera self-expanding stent system was attempted to be backloaded; however, the delivery system could not advance and the tip of the delivery system became stuck while advancing over the wire. The tip was noted to be kinked. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress/kink was able to be confirmed. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation for use inadvertent mishandling resulted in the reported/noted tip kink; thus during advancement resulted in the reported difficult to advance and the reported difficult to remove. The noted stretched/separated tip jacket occurred post procedure during handling the device for repackaging. There is no indication of a product quality issue with respect to manufacture, design or labeling.